Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument's pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The clevis did not exhibit any wear. The other cables at the wrist were undamaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and tube abrasions with material removed found during failure analysis evaluation, could cause or contribute to an adverse event, if the failure modes were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, a wire was noted to be partly off of the maryland bipolar forceps instrument. The procedure was completed with another instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.